Manufacturer narrative:
Summary of image evaluation: there are 4 images provided for this complaint investigation: 1- #d angio showing posterior wall supraclinoid ica lobulated aneurysm. 2- lateral non subtracted image showing about 2/3 of the fred deployed. 3- lateral ica angio with clot in stent and minimal flow distal to fred. 4- lateral ica angio with no flow beyond proximal cavernous ica. There are no images post fred removal and treatment with urokinase. The physical device was not available for evaluation; without the return and evaluation of the fred, the investigation could not determine if a condition existed that would have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. Procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use (IFU) identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a fred stent was implanted to treat an aneurysm. The fred was attempted to be placed, but the tantalum wires had an irregular shape. The device was retracted and it was attempted to deploy the stent again. It was observed that the distal part of the stent was occluded and urokinase was administered. The patient also began to experience spasm and was administered ozagrel na, which improved the spasm. The stent was removed from the patient. Recanalization of the artery was achieved, and the thrombus migrated to the peripheral vessels. The procedure was discontinued at this point. After the procedure, the patient was conscious, and it was decided to re-treat the aneurysm at a later date. The physician commented that they assumed that the thrombus was caused by a combination of various factors, such as the fact that the vessel diameter was less than 2mm in some areas and that the spasm occurred. Their opinion was that it was not due to the fred itself or the way it was placed.